Event description:
The suture was used during an unspecified procedure. Reportedly, the needle broke and disengaged. The surgeon was able to retrieve the component and complete the procedure. The hospital has reported no pt injury occurred.